Event description:
Eight months after pci, restenosis was found. Pci was performed on this pt who presented for elective treatment of two lesions in the 1st diagnonal and the distal left circumflex. The 88% de novo lesion in 1st diagonal was 16.71mm in length in an unknown vessel diameter. The (b2) eccentric lesion was also described as tubular and bifurcated. The 85% de novo lesion in the distal left circumflex was 19.06mm in length in an unknown vessel diameter. The (class c) eccentric lesion was also described as diffused and bifurcated. Pre-procedure medications included asa 100mg/day, ticlopidine hydrochloride 200mg/day and nicorandi 20mg.day. Intra-procedure medications included asa 100mg/day heparin 11,000 units, ticlopidine hydrochloride 200mg/day, isosorbide mononitrate 4.0mg/day, and nicorandil 20mg/day.